Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 27-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 775 mcg/day via an implantable pump for intractable spasticity, cerebral palsy, and stroke. It was reported that the patient presented with baclofen withdrawal symptoms including increased spasticity and itching. The pump logs were read on (B)(6) 2021 and no issues were found. A side port aspirate was also attempted on (B)(6) 2021 and was unsuccessful. The catheter was revised. It was indicated that just the pump segment of catheter was replaced. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. It was noted that the catheter was already returned to the manufacturer. There were no known environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) product type catheter product ID 8784 s erial# (B)(6) implanted: (B)(6) 2020.explanted:(B)(6) 2021.product type catheter h3: the 8784 and 8780 catheters were returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.